Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Endologix was made aware of a patient initially implanted with a bifurcated and vela suprearenal in 2014. Recently, the physician reported a graft separation and endoleak type 3 (unspecified). It was also noted that the diameter of the aorta increased in diameter. The physician elected to reline with a medtronic device. No additional patient sequalae has been reported at this time.